Manufacturer narrative:
Concomitant medical devices: 383059 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to infection. The right atrial (ra) lead and right ventricular (rv) lead were capped. No further patient complications have been reported as a result of this event.